Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Mother reported, the bolus calculator on the blood glucose meter does not correctly calculate boluses and the bolus delivery of the infusion device is faulty. Blood glucose elevated as high as 320 mg/dl, and hyperglycemia was treated using the infusion device. Infusion needle is changed every 2 days and the tube every 7 days, and mother was referred to the user's guide. Pt did not have an infection or start new medication. Infusion device was not exposed to electromagnetic fields or water. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device and blood glucose meter were replaced and requested for evaluation. No additional information was provided.